Manufacturer narrative:
Medical device (B)(4) captures the reportable event of stent buckled material inside the patient. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a procedure, performed on (B)(6) 2022. During the procedure and inside the patient, when the physician attempted to deploy the stent, the stent was buckled/accordion. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.